Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements along with loss of capture (loc) the day after implant. This lead was then successfully explanted and replaced. No additional adverse patient effects were reported. This lead was return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture and high pacing impedance

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements along with loss of capture (loc) the day after implant. This lead was then successfully explanted and replaced. No additional adverse patient effects were reported.